Manufacturer narrative:
The reported defective device has been returned to the MFR. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user, two months after the hemodialysis catheter was implanted, the pt returned to the hospital due to the catheter migrating outside the body. The dr successfully replaced the device with another new evenmore chronic hemodialysis catheter without complications. There was no harm pt due to this event.